Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump was alarming and the keypad was unresponsive. Customer stated they changed the batteries but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 118 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, an error alarm test, basic occlusion, occlusion, prime and excessive no delivery test. All the buttons did function properly and no damage on the keypad assembly noted. Inspected the connector on the lcd and no unlock keypad connector found. No audio/beep anomaly, no constant tone during test, no unexpected low battery alarm and no frozen screen noted. The device was tested with a glucose sensor simulator and the unit communicated and functioned properly. No cosmetic damage found.